Event description:
It was reported that a pump alarmed for a system error 105. The device was being used in the facilities emergency care area. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce a system error 105. Further evaluation determining the alarm to be caused by a failed motor, which has been replaced.